Manufacturer narrative:
Patient date of birth/age and weight are unknown. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing (B)(4): monument - manufacturing date: november 4, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient underwent an initial open reduction internal fixation (orif) procedure of the distal radius on (B)(6) 2016. During the procedure, the drill bit tip broke. All fragments were removed easily without additional intervention. There was no surgical delay and the procedure was completed successfully. The patient's outcome was good. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: it is reported that during an open reduction internal fixation procedure of the distal radius, the drill tip (part 310.509, lot u231988) broke. The device history record conveyed nothing out of the ordinary that could have caused or contributed to a lower structural strength or failure. There were no previous material review reports found related to the breaking of the drill bit tip. This lot was manufactured in 2015. The part met print specifications when it left our facility. In its current state; however, the part is not conforming as the drill bit tip is broken. Not all features can be measured with high degree accuracy due to the fractured material missing. The signs that this part displays could be due to some sort of abuse to the drill bit tip. No manufacturing related issue was identified and/or confirmed. A product investigation was completed: per the technique guide, the 310.509 1.8mm drill bit with depth mark, quick coupling is an instrument that is routinely used in numerous procedures including the 2.4mm variable angle lcp distal radius system. The 1.8mm drill bit is used to drill prior to the insertion of a 2.4mm screw. The device was returned and reported to have broken during a distal radius fracture procedure. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No design issues were noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.